Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the message, "incompatible sensor," while wearing the adc freestyle libre 2 sensor. Additionally, the customer reported they received medical treatment from someone other than themselves, however refused to continue the troubleshooting process. Adc customer service attempted to contact the customer to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. No further treatment was provided. There was no report of death or permanent injury.